Manufacturer narrative:
Updated information can be found in g1. H10: the date returned to manufacture was 8/7/19. Two used 061-ch3139 bifuse add-on sets and one used mating device (not manufactured by ICU medical) were received for testing. The two used 061-ch3139 bifuse add-on sets were pressure leak tested and both met pressure leak expectations outlined in the product performance specification without leakage at any location along the fluid path. Leakage was detected from the non-ICU medical pump set drip chamber that was connected to the spike adapter. The leakage was confirmed from a non-ICU medical manufactured pump set component. A DHR (device history review) for lot# 3996388 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to return to the manufacturer; it has not been received.

Event description:
The event involved a leak of chemotherapy from a bifuse set with the soft plug adapter. The bifuse set was used with a fresenius IV pump and giving set. The event occurred during use on a patient, there was a delay in therapy, and the pregnant nurse administering the medication was exposed to chemo.